Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient who was implanted with a neuro stimulator for gastrointestinal/pelvic floor. It was reported that they could not communicate with the implantable neurostimulator (ins) with the clinician programmer (cp) or the patient programmer (pp). The patient was not feeling stimulation. The patient started feeling a return of symptoms just before a robotic surgery last week, which was unrelated to the therapy, and symptoms returned even more so after the surgery. The patient started feeling a return of symptoms and no telemetry with the ins starting in (B)(6) 2016. There was an allegation/dissatisfaction with ins longevity. Therapy was used 24/7 at 2v; however, the patient had not used her programmer in a year and a half. Longevity calculator showed elective replacement indicator (eri) 2.86 years and end of service (eos) 3.97 years, based on bipolar pair. The ins was going to be replaced.